Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned monitor passed both isl (safety) and eit (performance) testing. There is no indication of a product malfunction. The device meets specification and user requirements. Wcd role in patient death appears unrelated.

Event description:
Kmts field rep reported patient death. MDR filed due to reported patient death possibly while wearing the device. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.